Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's status was stable.